Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had arctic sun device on and had been cooled and was having temperature controlled to 37 deg. Pads suddenly became hot and temperature went up to 40deg. Patient became pyrexial, pads drained and no issues. Patient given paracetamol, temperature settled, and decision made not to put pads back on. It was unknown what medical intervention was provided.